Manufacturer narrative:
A manufacture representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The imaging system transferred 3d scan to the navigation system as expected. UDI not available for this system at time of filing. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac thoracolumpar procedure. It was reported that after a spin, the mobile view station (mvs) application appeared to stop responding. The navigation system showed 'patient scanning' status, but the mvs did not change the status to show if the scan completed. The image acquisition system (ias) completed the spin but nothing appeared. The representative had to force quit and restart the mvs application. When the application restarted, only the 2d images were present in the saved exam folder. There was a reported delay to the procedure of less than 1 hour due to this issue and there was no reported impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.